Event description:
Caller states the patient tested 7.7 inr on the coaguchek s system and 3.2 inr or 3.3 inr on a comparison lab. Coumadin unchanged based on lab result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.